Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device was intermittently working. The harvester was approx 25% completed with branch ligation when she experienced a shut down. She waited the recommended 30 seconds (by clock) and resumed harvesting. Her complaint is that the device repeatedly shut down earlier than 14 seconds of operation. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The power supply setting was t 3 and the device was pre-tested.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device eval us complete. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).